Event description:
A hospital reported that a hole was found in the tube of an rt117 adult anesthesia circuit. This was noticed before the pt use. No pt consequence was reported.

Manufacturer narrative:
The product is not sold in the USA, but it is similar to a product which is sold in the USA. The rt117 adult anesthesia circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.